Event description:
The customer stated an architect c8000 analyzer generated a falsely decreased calcium result for one patient sample. The analyzer generated an initial calcium result of 5.48 mg/dl and a repeat result of 9.12 mg/dl. Quality control level 2 had been running low on the analyzer the previous day, and the customer noticed the mixer wash cups were overflowing. Service was requested to clean the wash cups and no further discrepant calcium results were generated. The falsely decreased calcium result was not reported outside the laboratory and there was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). After further evaluation, the suspect medical device was changed from the cc calcium reagent, ln 3l79-21, manufacturing site abbott laboratories, (B)(4) to the architect c8000 analyzer, ln 1g06-01. Further investigation of the customer issue included a review of the complaint text and service history, a search for similar complaints, and a review of labeling. Service history found no prior product deficiencies associated with the customer's architect c8000 analyzer. Tracking and trending did not identify an adverse trend for the complaint issue under investigation. Labeling was reviewed and found to be adequate. Based on the evaluation, no deficiency was identified for the complaint issue. The probable cause of the erratic calcium results was the dirty or blocked mixer wash cups.

Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, a cuff miss occurred and a second proglide was used successfully to achieve hemostasis. Although requested, no additional information was provided.